Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00133. The perfusion technician mentioned the heater cooler unit was still leaking a small amount with every use (refer to emdr #1828100-2016-00133). It does not impact the function and she puts towels down to prevent the leak from puddling on the floor. They still use this unit knowing that there is a small leak. In all cases with this unit, the surgeries have been completed successfully, there have been no delays, and there has been no harm observed, nor impact to the patients.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking water from the bottom of the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that the unit was leaking from worn and damaged tubing and elbow fittings. The fsr replaced the worn and damaged parts and tested the unit for leaks with no failures noted. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned as fsr scrapped them. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.